Event description:
During a remote follow-up, increased pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. A lead perforation is suspected. Further investigation and testing is anticipated. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was provided that the patient was seen in-clinic. The patient's electrogram (egm) was inconclusive whether the patient has a cardiac perforation. However, a lead dislodgement was suspected. Additional testing is anticipated but not yet performed. The patient is stable and will continue to be monitored.

Event description:
Additional information was received that a computerized tomography (CT) scan was performed. However, the results were inconclusive. Additional testing is anticipated but not yet performed. The patient was stable and will continue to be monitored.